Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the gastrointestinal videoscope air/water tube and cylinder had white foreign material. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and based on the image provided, the foreign material was confirmed, to be simethicone. The cause of the foreign material remained in the device could not be determined. It was unknown, if the reprocessing steps at the material residue point deviated from the instruction manual. No physical damage was confirmed, at the place where the foreign material remained. The events can be detected and prevented in accordance with the following instructions, for use (IFU): IFU states, that detection method in gif/cf/pcf-190 series, operation manual "chapter 3: preparation and inspection". IFU states, that preventive measure in gif/cf/pcf-190 series, reprocessing manual "chapter 5: reprocessing the endoscope". Olympus will continue to monitor field performance for this device.